Manufacturer narrative:
The investigation for the nonconformance (nc) associated with this complaint has been approved and is complete. The investigation identified one root cause and one contributing cause. The conclusion noted that the data from the job ticket was not compared with that of the green label and additionally that the color of the connectors is missing. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Complainant reports "the actual product inside the packaging is a different size to what we would normally receive. The tube we normally receive has a green tip not a grey one." Photos of the product were provided. It was further reported that the product was not used. No further information was provided.

Manufacturer narrative:
Unused samples in closed peelpacks were received and visually evaluated. The peelpack was marked under the lot associated with this complaint, lot # 234780. The visual inspection revealed that the samples did not meet specification. The peelpacks housed feeding catheters of size ch5 instead of catheters size ch6, as stated on the peelpack packaging. The difference is clearly visible as catheters of size ch5 have grey connectors whereas catheters of size ch6 have green connectors. No discrepancies were observed during manufacturing and packaging process of the mentioned lot. Device history records associated with lot# 234780 were reviewed. All relevant test required during manufacturing and packaging processes, the final product releasing were performed and met test requirements. The process parameters adjusted during production were reviewed. All process parameters were adjusted within validated process window. The lot was sterilized and released. This complaint is related to an existing nonconformance (nc) that addresses the associated lot # and the reported complaint issue. The nc is open therefore, this complaint will remain open until the investigation is complete. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).